Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was corrosion on the monitor computer/analog (ca) board, defibrillator board, and jtag board. The cause of the corroded components was contamination. The root cause of the contamination was unable to be positively identified. No adverse event resulted from the contaminated monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor would not power on.